Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient's wife reported a reddened stoma site with secretion for several days and now has fresh blood and pain but no fever. The spouse had covered it with a gauze. During a home visit on (B)(6) 2022, the nurse noted that the stoma site was slightly reddened and had a few millimeters of hyper granulation tissue. The patient's physician prescribed an unknown oral antibiotic. On (B)(6) 2022, it was reported the stoma site had improved and a silver nitrate pen was recommended for the hyper granulation. On (B)(6) 2022, it was reported that the patient was treated with the oral antibiotic amoxicillin, 625 mg and was using the silver nitrate pen. The patient had been aggressive for the last week, in the afternoon, which was attributed to the antibiotic. The patient was advised to contact the gp. During a home visit on (B)(6) 2022, the nurse reported that four days after the last antibiotic dose the patient had stoma site pain again. A mycotic infection was suspected, which had previously occurred in 2020. The patient was advised to contact a gastroenterologist to perform a gastroscopy to examine the gastric mucosa in the stoma area. On (B)(6) 2022, the patient went to the emergency room due to pain at the stoma site. The skin redness at the stoma site was diagnosed as possibly fungus. The patient was prescribed an unknown antibiotic and will be examined again next week.